Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the basket could not be withdrawn due to the size, hardness, or figure of the bile stone. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿before use, thoroughly review the method of use for this instrument, the mechanical lithotriptor (bml-110a-1), and the bml handle v (maj-441) in accordance with the instruction manuals. Using the instrument without learning such information could cause patient injury.¿ ¿determine to use this instrument in preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation from an expert¿s viewpoint. If large, rigid or many stones are retrieved by this instrument, the basket with stones engaged may not be removed from the body cavity.¿ ¿use this instrument with a hospitalization plan ready and the understanding that, if the stone is too hard to be crushed by the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441), the instrument may become irreversibly damaged and open surgery may have to take place to remove the stone.¿ ¿if the distal end cannot be removed from the body, refer to chapter 11, ¿emergency treatment¿, and perform open surgery or possible treatments, such as crushing the stone by using the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441) in combination with the instrument.¿ ¿when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the endoscope's bending angle back, or move the position of the basket until the basket opens and closes smoothly. If the action of opening/closing the basket is forced, the sheath may stretch and the resistance in operating the handle may increase. Also, the stone may not be retrieved, and/or the basket with stone engaged may become impacted in the body.¿ ¿repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection.¿ ¿if retrieval can no longer be performed, determine how to handle the instrument from an expert¿s viewpoint on the basis of the understanding about procedures described in chapter 11, ¿emergency treatment¿. Do not withdraw this instrument abruptly or with excessive force. This could cause perforation, bleeding or mucous membrane damage.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
City: (B)(6) ; state/province: (B)(6). This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during endoscopic retrograde cholangiopancreatography, this single use retrieval basket was inserted into the forceps channel of the duodenovideoscope to grasp the stone, and when the sheath was pulled while the basket was slightly closed, the stone was incarcerated. The physician cut the forceps and crushed the stone according to the instruction manual. The remaining calculus was removed. Additional information obtained that the stenting was originally scheduled to be performed the same day but was terminated and rescheduled because of the breakage of the wire on the basket after the removal of the bile/pancreatic duct stent. The patient's condition was unaffected, as reported, however the procedure could not be continued due to the broken wire. Patient identifiers: (B)(6) - for the duodenovideoscope (B)(6) - for the single use retrieval basket this report is for (B)(6).